Event description:
It was reported that system error event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked on right plunger case and battery door, otherwise no other appearance of any physical damaged. Customer's reported issue was duplicated during power-up process. The root cause of the reported issue was determined to have been caused by fluid ingression into the plunger head, as a result of customer's improper use of the pump. Actions taken to mitigate the reported issue: restarted and calibrated device. Performed all functional test and passed.